Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a gradual rise in right ventricular (rv) pacing impedances measuring greater than 2000 ohms. Technical services discussed possible causes. At this time, this rv lead remains in service. No adverse patient effects were reported.